Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Without additional clinical information it cannot be determined if the reported poly wear contributed to the reported pain. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had problems and pain since about (B)(6).

Event description:
Patient had problems and pain since about (B)(6).

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 542-11-56f, trident psl ha cluster 56mm, lot code: mlpnk7. Cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: mlm66d. Cat. No.: 2060-0000-1, acetabular dome hole plug, lot code: mmaky8. Cat. No.: 06-3600, c-taper cocr lift head 36mm/0, lot code: mlmprj. Cat. No.: 6051-0730s, secur-fit max 132 hip stem #7, lot code: mljxp7. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.